Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that the patient had a replacement surgery due to the patient could not operate the inflatable penile prosthesis (ipp) due to dexterity issue with pump. The ipp was explanted and a new device consisting of a spectra penile prosthesis (spp) 12mmx20cm cylinders were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.